Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 30 seconds, the balloon ruptured with pinhole. The procedure was completed with a different device. There were no patient complications nor injuries reported.